Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied the insulin within the cartridge when the patient performed the load step. At the time of concern, the subject pump prompted a no cartridge detected warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows no evidence of a load step malfunction. The pump powers up normally and is able to prime with no issues. The force sensor calibration was found to be within specifications. There was no defect found with the force sensor circuit. The complaint could not be confirmed or duplicated on investigation.